Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. The customer loaded a new cartridge to resolve the issue and successfully completed the load sequence. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 185 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.